Manufacturer narrative:
(B)(4). D10: #item 0202263115, ncb pp pr fem plt, #item 3206271, #item 0202150300, ncb clamp-screw, #item 3205869, #item 47-2232-060-01, ncb cable button, #item 3199850, #item 2232-04-18, cable grip system, #item 65959085, #item 2232-04-18, cable grip system, #item 66781367. Therapy date: may 21st, 2026. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent removal of the plate approximately 19 months post-implantation due to pain. Attempts have been made and no further information has been provided.